Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a 23mm navitor valve was chosen for implant using a small flexnav delivery system. During deployment of the navitor valve the patient went into complete heart block. The valve was successfully deployed at a depth of 4 mm on the non coronary cusp (ncc) and 4 mm on the left coronary cusp (lcc). A temporary pacemaker was left in place for several days while the patient was observed. The heart block did not resolve and the patient received a permanent pacemaker on (B)(6) 2025. The patient had a prolonged hospital stay for monitoring of rhythm. The patient was reported stable.

Manufacturer narrative:
An event of complete heart block was reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on the available information, the cause of the reported complete heart block could not be conclusively determined. The reported prolonged hospitalization, surgical intervention and unexpected medical intervention were due to case-specific circumstances. A temporary pacemaker was placed and the patient was hospitalized for rhythm monitoring. Eventually a permanent pacemaker was implanted. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Event description:
N/a.